Event description:
It was reported that a patient presented to the clinic for a routine follow up. The pulse generator exhibited an error message. The device was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
Analysis found normal battery depletion.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.